Event description:
A hospital in (B)(6) reported that the heaterwire of an rt201 adult CPAP inspiratory-heated breathing line was "open circuit" causing the heaterbase to alarm. The hospital has further reported that when a new breathing line was used the issue was rectified. This was found prior to use.

Manufacturer narrative:
(B)(4). The 510(k): the rt201 adult CPAP inspiratory-heated breathing line is not sold in the USA, but a similar product is sold in the USA. The 510(k) number for the similar product is k983112. The complaint device is not expected to be returned to fisher & paykel healthcare (B)(4) for inspection. Our analysis is accordingly based on the description of event and our knowledge of the product. Without the return of the complaint device, we are unable to determine what caused the problem observed by the customer. However, it is likely that the complaint device had an heaterwire open circuit causing the heater wire alarm on the heaterbase. A lot check did not identify any other complaints of this nature for this lot number. The rt201 breathing line is electrically tested for continuity and resistance and visually inspected during production and those that fail are rejected. This suggests that the heater wire became open circuit post production. The hospital has further reported that upon replacing the complaint device with a new rt201 the issue was rectified.